Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering evaluation found that the black tube insulation was damaged at the distal end. The insulation was gouged on one side and had a .110 x .065 piece missing roughly 3.65 above the snake wrist. There were also a couple of sections of insulation lifted up below the missing section. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.

Event description:
It was reported that during reprocessing the da vinci s monopolar cautery instrument was noted to have a hole in the insulation. No patient harm, adverse outcome or injury was reported.